Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received the following results on a performa nano meter, compared to a lab result, within 10 minutes: 12.3 mmol/l (meter) and 6.6 mmol/l (lab). No adverse event reported. The test strips cannot be returned due to legal and customs issues.